Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "complaints about a breast shape change and a soreness, mammary gland shape change in the lower pole, on palpation of the gland is dense, soreness noted. Revision revealed a rupture of the implant shell". The device has been explanted. This record relates to the left side.